Manufacturer narrative:
Product event summary: two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed one (1) critical battery alarm involving (B)(4). Data log files do not cover the critical battery alarm date. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. An internal investigation was opened to investigate communication errors. Of note, the controller in use during the event did not have the software master record (smr) upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery / (B)(4) / model #: 1650de / expiration date: 2015-10-30 (B)(4), return date: 2015-08-28, mfg date: 2014-10-06, not labeled for single use, (B)(4).

Event description:
It was reported that charged batteries triggered critical battery alarms. The batteries were replaced. No patient complications have been reported as a result of this event.